Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Customer did not provide serial number

Event description:
The customer called into philips to report a paddle failure. There was no reported patient involvement.